Manufacturer narrative:
G4: 11nov2020. B4: 13nov2020. After reviewing this file it was determined that MFR report#: 2031642-2020-03824 was reported in error. This is a duplicate of MFR report#: 2031642-2020-03455. All information will be submitted on the MFR report# 2031642-2020-03455. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2020. (B)(6) 2020.

Event description:
The customer reported that the unit will not power on. The customer contacted product support and needed help with taking out the lcd cable from the power management (pm) board. Product support advised to try to squeeze the connector to take off. The customer advised didn't squeeze hard enough and was able to remove the cable with no damage. The customer reported that the unit was not in use on a patient. The issue was discovered during patient set-up. No delay noted.